Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026 around 7:00 pm, the patient experienced itching at the sensor site. On (B)(6) 2026, upon waking, the patient noticed redness, bumps, and intense itching. The rash continued to spread up and down the arm despite the use of unspecified antihistamines, a prescribed topical steroid, and cold compresses. The sensor was removed at 8:45 pm due to worsening symptoms, including skin peeling near the edges of the overpatch. Photos of the reported skin reaction in the complaint record were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The redness extended significantly beyond the sensor insertion site, spreading across a large portion of the arm. The skin reaction was treated with prescription topical steroid and a cold compress. There was no documentation of medical intervention. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.